Event description:
(B)(4). The dentist reported that the non osseointegration of five dental implants ti titamax ex implant (4.1) 3.75x9 mm, but did not provide any other info about the case.

Manufacturer narrative:
(B)(4).